Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, and the reported events could not be conclusively established through this evaluation. The account communicated that the patient was admitted on (B)(6) 2018 for acute kidney injury and decompensation. It was noted that the center¿s pi deemed the event possibly related to the pump. Multiple requests for additional information regarding the event have been issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(4) and no further related issues have been reported at this time. The heartmate 3 lvas IFU lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the patient's low flow was due to ventricular tachycardia. The patient was treated with ICD shock and medication. The patient's pump is functioning as intended.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 81 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted for acute kidney injury (aki)/decompensation on (B)(6) 2018. The healthcare professionals reported that the event possibly related to the pump.